Event description:
It was reported by the customer's mother that the customer needed assistance with programming the basal rates in her insulin pump. Customer's blood glucose level was 492 mg/dl. Customer was able to treat her blood glucose level with her insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer did not want to return the infusion set for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.